Event description:
During the interrogation one week after the implant, the rest rate was programmed at 70ppm even though the basic rate was at 60ppm; whereas the basic rate has to be greater than the rest rate to be taken into account. Only basic rate had been programmed at implant.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Since the device remains implanted, the programmer files were reviewed. Please refer to the attached analysis report (B) (4) for complete details. Conclusion: reported event resulted from the fact that the basic rate was decreased by the user while rate response was set to no (before implantation): rest rate value was not displayed to the user (because not used in this configuration) and it was not modified by the programmer. Rest rate value became inconsistent with the programming of rate response to learn (performed in this case by the implant itself with the automatic detection of implantation). Nevertheless, there was no effect on device operations: the rest rate algorithm was not used. Such complaint would not recur if programming constraints were applied on rest rate upon basic rate reprogramming, when rate response is set to no. Nevertheless, since there is no effect on device operations, this enhancement is not considered as an urgent matter.